Event description:
Boston scientific received information that an alert was detected due to low shock impedance measurements with this right ventricular (rv) defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
The product associated with this event has been corrected due to further investigation.